Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraines"), fatigue ("tired"), feeling abnormal ("I feel like a truck hit me /feel very fat"), asthenia ("drained"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (had hysterectomy to remove essure implant on 16-nov-2015). Essure was removed on 16-nov-2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, feeling abnormal, asthenia, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, fatigue, feeling abnormal, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in social media post: asthenia, fatigue and feeling abnormal further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2018: legal claim received - essure removal dates provided and indication of essure was updated. New events provided: abdominal, vaginal pain and severe cramping. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included body mass index normal and other disorders of intestine. Concomitant products included vicodin. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraines"), fatigue ("tired"), feeling abnormal ("I feel like a truck hit me /feel very fat"), asthenia ("drained"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), constipation ("constipation"), weight increased ("weight gain"), uterine polyp ("endometrial polyps"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (robotic laparosopic assisted vaginal hysterectomy bilateral salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, migraine, fatigue, feeling abnormal, asthenia, abdominal pain, vulvovaginal pain, abdominal pain lower, headache, cystitis, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, constipation, weight increased, uterine polyp, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2015,the bilateral essure coils were found present in each cornu, present in anterior portions of the uterus per pathology report. ¿concerning the injuries reported in this case, the following one/ones were described in social media post: asthenia, fatigue and feeling abnormal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and medical record received:lot number added.concurrent condition,lab data,reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraines"), fatigue ("tired"), feeling abnormal ("I feel like a truck hit me /feel very fat"), asthenia ("drained"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), constipation ("constipation"), weight increased ("weight gain"), uterine polyp ("endometrial polyps"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (had hysterectomy to remove essure implant on (B)(6) 2015) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, migraine, fatigue, feeling abnormal, asthenia, abdominal pain, vulvovaginal pain, abdominal pain lower, headache, cystitis, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, constipation, weight increased, uterine polyp, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case, the following one/ones were described in social media post: asthenia, fatigue and feeling abnormal further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: reporter and events (abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, headaches, migration of essure device location of device: I do not recall, nausea, weight gain / loss specify which one: weight gain, other injury(ies) or complication(s): constipation, endometrial polyps, essure confirmation test not conducted) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraines"), fatigue ("tired"), feeling abnormal ("I feel like a truck hit me /feel very fat") and asthenia ("drained"). The patient was treated with surgery (had hysterectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, feeling abnormal and asthenia outcome was unknown. The reporter considered asthenia, fatigue, feeling abnormal, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in social media post: asthenia, fatigue and feeling abnormal most recent follow-up information incorporated above includes: on 5-feb-2018: tired, I feel like a truck hit me /feel very fat and drained this event were added. It was reported that hysterectomy was performed 2 weeks ago. Reporters were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included body mass index normal and other disorders of intestine. Concomitant products included vicodin. In (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("chronic migraines"), fatigue ("tired"), feeling abnormal ("I feel like a truck hit me /feel very fat"), asthenia ("drained"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), constipation ("constipation"), weight increased ("weight gain"), uterine polyp ("endometrial polyps"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (robotic laparosopic assisted vaginal hysterectomy bilateral salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, migraine, fatigue, feeling abnormal, asthenia, abdominal pain, vulvovaginal pain, abdominal pain lower, headache, cystitis, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, constipation, weight increased, uterine polyp, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6)2015,the bilateral essure coils were found present in each cornu, present in anterior portions of the uterus per pathology report. ¿concerning the injuries reported in this case, the following one/ones were described in social media post: asthenia, fatigue and feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("chronic migraines"). The patient was treated with surgery to remove essure implant on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.